Event description:
It was reported that an incorrect interpretation of signal was noted on the implantable cardioverter defibrillator (ICD). No intervention was performed. The patient was in stable condition with no adverse events.